Event description:
Oxygen dependant resident complained of difficulty breathing; did not respond to increased oxygen delivery or respiratory treatment machine (concentrator). Appeared to be working properly. Resident transferred to hosp in acute respiratory distress. Concentrator was found not to be delivering oxygen despite machine running and gauge showing liter delivery displaying correct liters per minute.